Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-13958 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011752, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011752 was manufactured according to the work instruction (wi) version 82 and packaging in the machine multivac 12 on 28-feb-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5b01814 was manufactured according to the wi version 28 and manufactured in the line assembly of quick set, on 28-feb-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5b03934 was manufactured according to the wi version 28 and manufactured in the line assembly of quick set, on 28-feb-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5b01822 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 23-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets detachment events on 15-aug-2024. The tubing was detached from quick release/site connector. The insertion site was abdomen. The infusion sets were in use for couple of hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4), device 1 of 2. E1: patient city: (B)(6). Patient country: united states.